Manufacturer narrative:
(B)(4). Inspected 1 opened/ used sensor and performed continuity resistance test and sensor failed per specifications. Then made a visual inspection and found the sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/ used.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 204 mg/dl and the sensor glucose was 40 mg/dl. The customer's other blood glucose was 78 mg/dl. Insulin delivery was suspended due to sensor values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.